Manufacturer narrative:
The tech replaced the brake caster to repair the bed.

Event description:
While perform preventive maintenance on the bed, the tech noticed the brake casters would lock when the brake pedal was activated but the bed could be moved sideways.